Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw1525 showed no other similar product complaint(s) from this lot number. [Mw5083276 rga1326245.pdf].

Event description:
It was reported via medwatch that "pt was having a PICC line placed in his right arm. After review of the chest x-ray, a piece of the wire was lodged in right arm." No other information was reported.